Event description:
Additional information received from the consumer reported the patient went into the office to troubleshoot and still had the same problem. They were going to check the placement of the battery.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that her stimulation would turn on by itself after the patient had adjusted the stimulation to zero and shut therapy off. No falls/trauma was reported. The patient stated that on friday (B)(6) 2015 she was driving with stimulation set to zero amplitude on both programs and shut off but she felt stimulation increase as she was driving. The patient stated the manufacturing representative was notified of the stimulation turning on by itself on (B)(6) 2015. No interventions, outcome, or relevant medical history was reported. Follow up was conducted to obtain this information.